Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A physician reported following the intraocular lens implantation the patient had experienced white biological deposit on the lens, lens epithelial cell on-growth (lecog) like with variable intensity, sometime requiring a yag anterior capsulotomy. Additional information has been requested.